Event description:
An occlusion alarm was reported by the customer, though the alarm number could not be verified in the pump history. The customer's blood glucose level was affected, displaying as "high," but the specific value was not known. The customer responded by administering a correction bolus via syringe and later, to resolve the issue, changed the infusion set and cartridge to resume insulin delivery.